Event description:
Clinic notes were received from the neurologist that indicated the vns pt has a new concern of excessive daytime sleepiness. The pt reported no gasping or choking but did note snoring and possible apneic periods. A polysomnograph is planned to evaluate the pt for obstructive sleep apnea. The physician notes that the pt has organic insomnia described as typical since the pt is taking valproic acid that is affecting the pt's sleep. No allegation has been made that the apnea is related to vns. Further attempts for info are in progress.